Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-01491 it was reported the patient's stimulation is no longer covering the established pain pattern. Reprogramming was unable to resolve the issue. Images taken revealed the leads had migrated. Surgical intervention is planned to address the issue.

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-01491. It was reported the patient's leads were explanted and replaced which restored effective stimulation therapy.